Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01360, 3006705815-2022-01362. It was reported the patient experienced ineffective therapy and pain at the ipg site. X-rays discovered one of the patient's leads migrated. The other lead remained intact. Surgical intervention took place on (B)(6) 2022 wherein the migrated lead was repositioned and secured. During the procedure, the physician accidently pulled the intact lead while repositioning the lead that had originally migrated. In turn, that lead was explanted and replaced. The ipg pocket was relocated and the same ipg was used. It is unknown which lead is related to the issue. Therefore, all leads are being reported as such.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.